Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis utilizing the 2008t machine and the patient event of cardiopulmonary arrest and subsequent death due to myocardial infarction (mi). However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. The information provided by the facility administrator documented that the patient event was not related to the use of any fresenius device or product. The patient suffered an mi. The most common cause of death in hd patient is cardiac death, predominantly acute myocardial infarction. This accounts for approximately 50% of all deaths. Additionally, the patient has a history of sickle cell disease (scd). Nearly 40% of premature deaths in patients with scd were related to cardiopulmonary complications, which included myocardial infarction and congestive heart failure. There was no issue reported with the machine prior to or during the patient¿s treatment. During a machine evaluation on (B)(6) 2023, a leak was noted due to the tubing being off the uf check valve. It is not documented if the machine was utilized between (B)(6) 2023 when the patient event occurred and (B)(6) 2023 when the tubing was discovered off the uf check valve. However, no water was reported leaking during the patient¿s treatment and no machine issues were reported during the treatment. The tubing was replaced, and the machine passed the uf problem identification checklist, and all checks were within specifications. Based on the available information, the patient¿s medical history, and no allegation or evidence that a malfunction or deficiency occurred during the treatment, the 2008t machine can be excluded as the cause of the patient¿s cardiopulmonary arrest and death due to myocardial infarction.

Event description:
On (B)(6) 2023 it was reported that this male hemodialysis (hd) patient went into cardiopulmonary arrest during treatment on the 2008t hd machine. The patient subsequently passed away approximately six hours later in the hospital due to multiple organ failure. Additional information was provided by the facility administrator. The patient was in a regularly scheduled three-hour hd treatment on (B)(6) 2023 with the 2008t machine. The patient is dialyzed three times per week. The patient was reportedly his normal self upon treatment initiation. No vital signs were provided. The patient did not voice any complaints during the treatment. With approximately one hour remaining in the treatment, the patient went into cardiopulmonary arrest. The patient¿s blood was returned, and the treatment was ended. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. The patient also received fluids (type and volume not provided), and oxygen was administered (flow rate not provided). An automated external defibrillator (AED) was utilized (no rhythm or shock advisement provided) along with an ambu bag. The patient was transported to the hospital via emergency medical services (ems) where he subsequently expired. The cause of death was documented as myocardial infarction (mi). The patient has a history of sickle cell disease, anemia, and cardiomyopathy. The patient¿s cardiopulmonary arrest and death was not related to use of any fresenius machine, product(s), and/or their dialysis therapy. There were no alarms during the treatment and the patient did not voice any complaints or symptoms prior to the event. Per the facility administrator, the machine remains out of service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
On (B)(6) 2023 it was reported that this male hemodialysis (hd) patient went into cardiopulmonary arrest during treatment on the 2008t hd machine. The patient subsequently passed away approximately six hours later in the hospital due to multiple organ failure. Additional information was provided by the facility administrator. The patient was in a regularly scheduled three-hour hd treatment on (B)(6) 2023 with the 2008t machine. The patient is dialyzed three times per week. The patient was reportedly his normal self upon treatment initiation. No vital signs were provided. The patient did not voice any complaints during the treatment. With approximately one hour remaining in the treatment, the patient went into cardiopulmonary arrest. The patient¿s blood was returned, and the treatment was ended. 911 was called and cardiopulmonary resuscitation (CPR) was initiated. The patient also received fluids (type and volume not provided), and oxygen was administered (flow rate not provided). An automated external defibrillator (AED) was utilized (no rhythm or shock advisement provided) along with an ambu bag. The patient was transported to the hospital via emergency medical services (ems) where he subsequently expired. The cause of death was documented as myocardial infarction (mi). The patient has a history of sickle cell disease, anemia, and cardiomyopathy. The patient¿s cardiopulmonary arrest and death was not related to use of any fresenius machine, product(s), and/or their dialysis therapy. There were no alarms during the treatment and the patient did not voice any complaints or symptoms prior to the event. Per the facility administrator, the machine remains out of service.